Event description:
Device issue: peeling. Time of device issue: during the procedure. Adverse event: none. It was reported that a balance middleweight (bmw) universal ii guide wire was advance toward a concentric lesion with 90% stenosis in the mid right coronary artery (rca). A balloon catheter was advanced over the guide wire; however, there was slight resistance. After multiple advancement attempts, an attempt was made to remove the balloon catheter from the guide wire; however, there was strong resistance. The guide wire and balloon catheter were removed as a single unit. Outside the pt anatomy, the coating of the guide wire was found to be scratched and flaking off at the distal area of the coating. Another bmw univ ii guide wire was advanced and crossed the lesion in the rca. There was resistance noted during advancement of a xience stent delivery system (sds) over the guide wire and then an attempt was made to remove the xience sds from the guide wire, but it could not be removed and the guide wire and sds were removed as a single unit. Outside the pt, it was noted that the coating of the guide wire was found to be scratched and flaked off at the distal are of the coating. Another company's guide wire and balloon catheter were used to pre-dilate, and the xience stent was deployed. There were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The ht balance middleweight universal ii 190, part #1009668, lot # 9121701 is being filed under a separate medwatch MFR number.